Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the reported problem was found before use to patient. There was no patient involvement, and no harm or injury was reported to philips. It was reported to philips that the screen went black, and device was unable to expose. Philips confirmed that no service was needed, and the service request sent for philips evaluation and repair service was cancelled by the customer. As the service request was cancelled, no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system was unable to expose x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the reported problem was found before use to patient. There was no patient involvement, and no harm or injury was reported to philips. It was reported to philips that the screen went black, and device was unable to expose. Philips confirmed that no service was needed, and the service request sent for philips evaluation and repair service was cancelled by the customer. As the service request was cancelled, no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected. The reporting institution name, reporting address line 1 and the reporting address city have been updated.